Manufacturer narrative:
(B)(4). Analysis summary: a failed suture needle was received for fractographic evaluation. The component was identified as product code ep8711h. A fracture was observed on both ends of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. Unintended use error caused or contributed to event. A manufacturing record evaluation was performed for the finished device batch qlbecp, ep8711h56 and no non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. It was noted prior to use that the needle was "burred¿. No fragments were generated and there was no delay in surgery. The procedure was completed successfully and there were no patient consequences., he spotted before using it. No further event information was provided.